Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It was reported that this was an arteriotomy closure of the calcified superficial femoral artery (sfa) with a prostyle device after cardiac ablation interventional procedure using a small-bore artery (= 8f) sheath. It should be noted that the prostyle instructions for use (IFU), states: the perclose prostyle suture mediated closure and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown if the deployment of the device in the superficial femoral contributed to the reported needle to cuff miss. However, it is more likely related to interaction with the patient calcification. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. E1 - facility name: (B)(6) center. H6 - medical device problem code 1494 clarifier- incorrect anatomy.

Event description:
It was reported that this was an arteriotomy closure of the calcified superficial femoral artery (sfa) with a prostyle device after cardiac ablation interventional procedure using a small-bore artery (= 8f) sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.